Manufacturer narrative:
Device code relates to problem code for the reported event of proximal end of stent broken. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex duodenal stent was implanted during a stent placement procedure performed on (B)(6) 2017. The indication for stent placement was to treat a gastric outlet obstruction secondary to accumulation of granulation tissue from a healing ulcer. The stent was implanted because the patient could no longer eat due to the obstruction. According to the complainant, on (B)(6) 2018, the physician performed a gastroscopy procedure as planned per protocol and noticed that there were two breaks in the wires at the proximal end of the stent flare. The stent was not removed from the patient and reportedly there is no plan to remove the stent. The physician felt comfortable leaving the stent implanted and the patient was not experiencing any symptoms. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.